Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the pt experienced pain and discomfort in her right hip. It is further alleged that the pt may have to undergo revision surgery to replace the devices and/or may require life-long medical care and other related expenses.